Event description:
The reporter stated that they have 22 sets that have come apart. The majority separated at the cassette and one or two separated at the top of the spike. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The customer reported "various lot numbers." Two of the known lot numbers 180834 manufactured 07/2007 and 1146216. Visually examination confirmed tubing disconnections from the cassette on 9 of the 10 returned samples examined. Examination of the tubing port at the site of the disconnection showed a layer of tubing material attached to the surface of the tubing port. This is consistent with the tubing being pulled on until the tubing disconnected from the cassette. The tubing measured within specification, and the tubing and molded components showed adequate solvent present. Smiths was able to confirm the issue and determine a cause. The issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.